Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Company representative informed though e-mail that she spoke to the customer and he reported that he received multiple calibration error alerts and then a change sensor alert. He started the sensor again on saturday (B)(6) 2013, but on tuesday (B)(6) 2013 the sensor started failing. It gave him calibration errors and significant sensor reading discrepancies. His blood glucose value was 200 mg/dl but his sensor glucose was 40 mg/dl and the insulin pump went into threshold suspend. The representative requested to call the customer back for follow up. Attempts to contact the customer were made but the customer could not be reached.